Event description:
It was reported that during a coronary artery stenting treatment procedure, stent inadequate apposition and stent damage occurred. The target lesion was located in the severely tortuous and severely calcified ostial right coronary artery (prox rca) and was 20mm long with a reference vessel diameter of 3.0mm. No pre-dilation was performed. A 2.75x20mm promus premier stent was deployed, but likely was not well apposed to the arterial wall. The target lesion had a particularly tortuous anterior take off, which made it difficult to engage the ostium of the rca with the guide catheter. Multiple guide catheters were used including convey 6f art3.5 guide catheter, convey 6f al1 guide catheter, convey 6f jr4 guide catheter and a non-bsc 6f ar1 guide catheter, but none of them would seat properly. The physician kept losing the guide catheter position. After pulling everything back, he lost guide catheter position again. He had to find the guide catheter position again and rewired the vessel using a non-bsc guidewire. The guidewire became tangled within the stent and the stent struts were badly mangled. The physician ended up pulling the stent out and left the lesion unstented. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a detached stent was received. The delivery device was not returned for analysis. An examination of the stent found that the stent was severely stretched and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent inadequate apposition and stent damage occurred the target lesion was located in the severely tortuous and severely calcified ostial right coronary artery (prox rca) and was 20mm long with a reference vessel diameter of 3.0mm. No pre-dilation was performed. A 2.75x20mm promus premier stent was deployed, but likely was not well apposed to the arterial wall. The target lesion had a particularly tortuous anterior take off, which made it difficult to engage the ostium of the rca with the guide catheter. Multiple guide catheters were used including convey 6f art3.5 guide catheter, convey 6f al1 guide catheter, convey 6f jr4 guide catheter and a non-bsc 6f ar1 guide catheter, but none of them would seat properly. The physician kept losing the guide catheter position. After pulling everything back, he lost guide catheter position again. He had to find the guide catheter position again and rewired the vessel using a non-bsc guidewire. The guidewire became tangled within the stent and the stent struts were badly mangled. The physician ended up pulling the stent out and left the lesion unstented. No further patient complications were reported and the patient's status was fine.